Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 436 mg/dl at the time of incident. Customer noticed fluid in battery compartment. It was unknown that the auto mode feature was active at time of high blood glucose event. The insulin pump turned off without beeping. Insulin pump was under water for 30 minutes. No further patient complication were reported. The customer will continue to use the device. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Pump received with blank display. Unable to preform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current, active current, dat, and p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, keypad overlay texture damage, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage, end cap address label missing, and corroded battery tube. Blank display due to pcba 1, pcba 2, force sensor, motor, harness assembly vibrator. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.